Manufacturer narrative:
D4 revised.

Manufacturer narrative:
Corrected information were provided in b2 (is required intervention) and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d4. Upon review, serial and primary UDI number have been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in h3. Stroke/cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position was use related as the clinical team confirmed the issue was due to the patient pulled impella out from himself.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d1 brand name corrected. Section d catalog number was corrected.

Event description:
An impella cp device was inserted into the right femoral artery in a 83-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient showed signs of stroke. The patient went to computed tomography (CT) scan. Upon return, the patient pulled the impella out about 18cm. The patient subsequently coded and return of spontaneous circulation (rosc) was achieved. The physician decided to remove the impella. The patient received four units of packed red blood cells (prbcs) and two units of platelets; however, the patient continued to decline. The following day, the family withdrew care, and the patient expired. The impella functioned at p-6 at 2.6l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.